Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6) product type lead; product ID neu_stylet_acc lot# serial# unknown product type accessory; product ID b3301542m lot# serial# (B)(6) product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown; product ID: b3301542m, serial #: (B)(6), ubd: 26-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stylet was bent at the distal end, where contacts are located, inside the brain lead upon opening the packaging in the sterile field. No environmental/external/patient factors that may have led or contributed to the issue are known. A new lead was opened because the surgeon felt the bent stylet would have the lead tip not end up at the intended location, due to the bend in the stylet. A new lead was used successfully and the issue was resolved. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.